Event description:
The clinic reported that a laser vision correction patient presented with trace of diffuse lamellar keratitis post operatively on right eye. Patient complaint of scratchy eye. No loss of visual acuity reported.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. They also reported that they increased the topical steroid dosage. All pertinent information available to amo has been submitted. Placeholder.